Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. No cosmetic damage noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 531 mg/dl and blood glucose went back to 493 mg/dl. Customer other relevant blood glucose level was 332 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms nausea, vomiting as a result of high blood glucose. Customer reports they feel okay to troubleshoot. Customer was treated with intravenous insulin drip. It was also reported that the customer had also admitted last (B)(6) due to diabetic ketoacidosis. The insulin pump will be returned for analysis.